Event description:
Event occurred regarding a 7" (18 cm) appx 0.34 ml, smallbore bifuse ext set w/2 microclave clear, 2 clamps, luer lock where it was reported that the patient had docetaxel infusing and was sitting in chair when luer lock cap snapped off from tubing. Blood backing up from IV site and leaked onto patient's arm, chair and floor. Chemo spill initiated due to blood being mixed with chemo. The event occurred during infusion. There was patient involvement but no reported harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.